Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "tip of lag screw driver broke off. Instrument rotated on lag screw. Screw was completely inserted into patient. Case type: pertrochanteric fracture"

Manufacturer narrative:
Correction: please refer to section d9 the device was not returned. The reported event could be confirmed based on the provided pictures, as the tip of the instrument appears to be broken. However, without detailed pictures of the breakage surface as well as a proper device inspection, it is impossible to determine a root cause solely based on the provided pictures. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. It is worth noting the device was manufactured in 2017, approximately 8 years ago. Therefore, it cannot be excluded normal wear and tear may have contributed to the event. In this relation, the stryker instructions for cleaning, sterilization, inspection and maintenance provides information to identify when the device should no longer be reused or is still within specification. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "tip of lag screwdriver broke off. Instrument rotated on lag screw. Screw was completely inserted into patient. Case type: pertrochanteric fracture".